Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon initial insertion of the intraocular lens (iol) into the patient's right eye, the tip of the anterior haptic touched the posterior of the capsule bag and caused a tiny hole (rent). No breakage, distortion, bend, detachment, or shearing off. To be on the safe side and not cause a capsule tear, the doctor opted to remove the lens and place another iol in the sulcus and optic.

Manufacturer narrative:
The manufacturing records for the intraocular lens were reviewed. A search of complaints related to this production order was conducted and revealed that no other complaints for this order number were received to date. The manufacturing process record was evaluated. The lenses were manufactured and released within specifications. One non-conformance report was issued; however, was not related to the reported complaint. A possible cause that could be related to the reported complaint was the surgeon rotates the handpiece body too late or too soon, or the surgeon rotates both knob and cartridge end of handpiece when the iol exits cartridge. The directions for use (dfu) was reviewed and provides warnings to include that physicians considering lens implantation under the following circumstance should weigh the potential risk/benefit ratio. For patients in whom neither the posterior capsule nor zonules are intact enough to provide lens support. The dfu sections also provide the customer with information on proper lens usage. Based on the investigation, there was no indication of a product quality deficiency. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.